Event description:
In 2005, the clinician successfully implanted two gore tag thoracic endoprosthesis. A type I proximal endoleak was suspected; however, the clinician was uncertain at that time. About three weeks later the patient was rescanned to confirm type I proximal endoleak; however, the clinician was still uncertain. Eighteen days later, the films were sent to imaging services for review and confirmation of the endoleak. Three days later, imaging services reviewed the films and confirmed a proximal endoleak was present. There were no co-morbidities prior to the procedure. The clinician decided to continue to observe the endoleak and to investigate the best course of action.